Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. The recipient has healed and device activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool marks to the silicone on the top cover, cuts to the fantail region, and a severed electrode. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire in the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode pocket did not reveal any corrosion in the feedthru pocket. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. The recipient is presenting with non-auditory sensations. Programming adjustments were made, however, the issue did not resolve. A CT scan confirmed electrode migration. Revision surgery is scheduled.